Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from endochoice regarding sub-optimal tissue processing from a number of protocols commenced on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received information that all the tissue samples from the protocols for which sub-optimal tissue processing was identified were able to be reported.